Manufacturer narrative:
Thermogard xp ivtm system (s/n# (B)(4)) was evaluated by the customer. Zoll service team provided the customer with slew rate test procedure. The system was tested and no issue were observed. The console is working as intended for use and was placed back to service. Zoll service team was not required to provide servicing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
During performing service at the customer site, the thermogard system (sn: (B)(4)) temperature of the coolant display arrow did not drop and the coolant temperature did not get cold. The system was powered on for 35 minutes prior performing the service. The customer power cycled the system and it took 20 minutes for the coolant temperature to get cold. No patient was involved.